Manufacturer narrative:
The investigation of high purge pressure and limb ischemia has been completed. The impella cp was returned and evaluated. No kinks were found on the pump catheter or purge cassette tubing. Biomaterial was found in the purge gap. High purge pressure was reproduced while purging the pump in the lab. No blood ingress into the catheter purge line was observed. The high purge pressure resolved after cutting the catheter just above the motor housing. Data logs showed that initial purge pressure was 700-800 mmhg and purge flow was below four milliliters per hour. About four hours into the case, the purge pressure rose from ~700 to greater than 1000 mmhg within about 30 minutes. The high purge pressure did not resolve by the end of the case, which was 43 hours total. No spikes in motor current were seen, but a slight increase throughout the case was seen. The root cause of the high purge pressure was most likely biomaterial buildup since the biomaterial was found on the purge gap of the returned pump, high purge pressure was reproduced, and data logs showed a gradual rise in purge pressure. As all the necessary information was not provided, the root cause of the limb ischemia was not determined.

Manufacturer narrative:
The impella pump, purge cassette and data stick were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia.

Event description:
The complainant reported a patient with acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced high purge pressure followed by limb ischemia with a demise outcome. The patient underwent elective transcatheter aortic valve replacement. While still in the procedure room while attempting to extubate, the patient started having rhythm changes and decreasing sats eventually going into ventricular fibrillation and ventricular tachycardia requiring numerous defibrillations. Coronary angiogram showed coronaries were not compromised. Transesophageal echocardiogram showed a severely dilated right ventricle. Therefore, the decision was made to place right-sided support as well. The patient was placed on an impella cp and impella rp flex devices (bipella support) with a "very" poor prognosis. Approximately four hours into support, the impella cp device experienced high purge pressure. Tissue plasminogen activator was initiated in response to the purge pressure high alarm. It was additionally noted that the patient had no distal flow in their lower left extremity (impella cp leg). The persistent condition was monitored by the staff. After two days of support, the patient was no longer responding to the maximum doses of vasopressors and inotropes. The patient passed away on support. Medical safety review of the event noted there is not enough evidence to exclude the impella cp device as an associated factor in the patient's outcome (demise).